Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they are a runner and they ran faster than normal, when they came home, they stretched and they normally did not stretch, that was when they felt the shock from the wires to their toes. They turned the "machine" off and they stopped the shocks. They are scheduled to have the device removed on (B)(6) 2016.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va06ydz, implanted: (B)(6) 2013, product type: lead.

Event description:
A patient reported they started getting really bad electrical shocks down their leg on the side where the battery is and really bad pain where the wires are. They turned it off and they were no longer having shocks, but they were still having a lot of pain. There were no falls or traumas related to the issue. The patient further reported they are a runner and they had gotten home from a run and they were doing some stretches on their back and that was where they felt it. It continued to get worse. They had been complaining for some time about having the shocks, but nothing was done. They also said they have a big lump where the wires are that never went down after implant. On (B)(6) 2016 the patient further reported the same issues and stated they need to be seen because they are having problems. They could not put any weight on their leg, which started saturday (B)(6) 2016. They stated they increased mileage and they were not sure if that had anything to do with it. A request was sent to a manufacturing representative for follow up. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.